Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, bubbles and brown particle material was found on the shell. Cloudy and voids after autoclave disinfection process. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp assessed as fold flaw opening. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. The events of capsular contracture baker grade iii/IV and silicone migration are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿firm and looks abnormal due to capsular contracture," baker grade iii and "rupture"; "accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body".

Event description:
Patient reported the right side breast as ¿firm and looks abnormal due to capsular contracture," baker grade iii and "rupture." Healthcare professional additionally reported the event of "capsular contracture baker grade IV" and "rupture." Patient representative reported, the patient suffered "increased risk of alcl, fear due to risk of alcl," "accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body resulting in inflammation, cellular, and subcellular damage, pain itching," "mental pain and suffering, mental anguish, and emotional distress." The device has been explanted.